Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased up and down buttons dome switch. The connector on the lcd was inspected and no unlocked keypad connector. No scrolling numbers anomaly noted. However, the insulin pump passed all functional testing including the displacement, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No weak battery alarm, no unexpected low battery alarm and no failed battery alarm. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed failed battery test. The customer placed a new battery and it will not last a day. Customer stated she placed five batteries and insulin pump still alarming. Customer called back because replacement battery cap did not resolve the issue. The insulin pump alarmed low battery and weak battery. Advised customer the insulin pump will need to be replaced. The customer declined failed battery troubleshooting. Customer also reported the buttons are not responding well while low battery troubleshooting. The customer's blood glucose was unknown.